Event description:
It was reported that the parent over infused the customer while not on insulin pump therapy and the customer's blood glucose readings dropped to 198 mg/dl. Mother gave the customer a 30 unit correction instead of 3 units that the customer required. Prior to the hospitalization customer had high blood glucose readings of 489 mg/dl and nearly had diabetes ketoacidosis. It was noted that the customer was stabilized after a four hour observation of the medical staff at the emergency room and then released. Parent stated that the customer was taken off the insulin pump three hours prior to the 911 call. Mother also stated that the insulin pump gets hot and they are receiving no delivery alarms during prime, bolus and basal. It was noted that the customer has had an operation and their blood glucose readings have been in the 400 mg/dl to 500 mg/dl range. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.